Manufacturer narrative:
(B)(4).

Event description:
It was reported that screen display frozen. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required. Product line.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and passed. Receiver charge test was performed and passed. Receiver boot test was performed and passed. Functional test was performed and failed due to button test. A touchscreen manual button test was performed and failed due to burnt components. Internal visual inspection was performed and failed due to missing damaged components. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).